Event description:
It was reported that the tonsil tip ignited. No pt impact reported.

Manufacturer narrative:
A tonsil tip ignition was reported to the manufacturer. There was a cuffed endotracheal tube in use; anesthesiologist confirmed there was no leak or airway leak. There was a mixture of oxidated gases with 70% oxygen. No pt impact. The plasmablade device has been returned to the manufacturer for eval. Once the investigation has been completed, a follow-up report will be submitted.